Event description:
Air bubbles were observed in the tubing after an injection was performed on a ramp containing a bd posiflow device. There were no clinical consequences or pt complications as a result of this incident. No pt info is available.

Manufacturer narrative:
The actual unit involved is not available for eval, however, rep units may be returned. Additional info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).